Event description:
It was reported that after a change of continuous delivery supplies and cartridge on the ilet, the user experienced hyperglycemia with a peak blood glucose of 360 mg/dl about one hour after the change, and the agent provided troubleshooting and education on viewing the graph, insulin history, and monitoring available units to confirm insulin delivery; no device alerts for prolonged hyperglycemia were reported. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included customer interview and technical support review of device use. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that the device was functioning as evidenced by insulin availability decreasing over time. It was concluded with cause undetermined and no device malfunction confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.